Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump froze, returned to a normal state, then alarmed button error. The blood glucose reading was 39 mg/dl, which was treated with food. The customer stated that she went walking and experienced the low blood glucose since she did not eat a snack beforehand. Later, after taking a shower, the customer noticed that there was moisture inside the screen when the button error alarm occurred. She stated that she tried to blow dry the device and recalled that she was sweating during her walk. The most recent blood glucose reading was 159 mg/dl. She declined troubleshooting for low blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error or frozen screens noted. The lcd board and the motor on the insulin pump had traces of moisture. The device was received with cracked case at display window corners and with minor scratched lcd window.